Manufacturer narrative:
Insulin pump passed the displacement test. The device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm and the drive support cap was sticking out. Customer's blood glucose value was 170mg/dl. Insulin pump will be returned for analysis.